Manufacturer narrative:
The compressor was investigated by our field service engineer. The spiral coil connector was replaced, and the compressor passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor generated alarm indicating a low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).